Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4); model: sc-2218-50; serial: (B)(4); batch: 17354427 / 17354427.

Event description:
It was reported that the patient developed infection in an unknown location, following a non-device related surgery. The patient underwent an explant procedure.

Event description:
It was reported that the patient developed infection in an unknown location, following a non-device related surgery. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had a spinal meningitis.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient developed infection in an unknown location, following a non-device related surgery. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had a spinal meningitis.